Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. An 0x40, rotational sensor maximum open count exceeded, hazard alarm was observed in the pod data. The data indicates that a failure to transition in the rotational sensor occurred as a result of false closed pulses. Fluid evidence was found on the commutator cap as well as a fluid leak from the back of the soft cannula nail head. The inadequate soft cannula caused the fluid on the commutator cap and resulting rotational sensor malfunction and 0x40 hazard alarm.

Event description:
It was reported that a hazard alarm occurred during operation. The blood glucose rose to over 250mg/dl (13.9 mmol/l). Investigation of the device found that inadequacy of the cannula led to a rotational sensor malfunction.